Event description:
It was reported that the screen went black as the camera head was switched on. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of button, water tightness is lost and due to poor contact of camera unit, the image has white dots. Based on the results of the investigation, it is likely the following led to the malfunction cause traced to component failure and failure to follow instructions. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen went black as the camera head was switched on. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to update the results of the legal manufacturer's final investigation. Updated fields: h6, and h11. Based on the results of the investigation, it is likely that the event occurred because cable unit is twisted, the displayed image is flickering. The most probable cause of the identified failure is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.